Manufacturer narrative:
There was no pt present. The returned psu passed the aak test at .39mm but with above normal line separation of 1.45mm. The line separation was adjusted to .07mm. The psu passed subsequent functional and aak tests and is now fully functional. The psu was found to have an electrical problem related to line separation. The psu was replaced and the issue was resolved. There were no further issues.

Event description:
Medtronic representative called in to report that the camera was cycling initially when in the login screen. Then he went into the cranial software and the beeps stopped and reset. The camera was showing green status. He tracked a touch n go probe and it displayed a flickering between green and yellow status constantly. The geometry error was around .22 mm or less at every distance in the too close/too far ranges. He checked the codes on the tiu and it displayed a constant 03/04 code and would not stabilize to 04 for constant camera tracking. He also tried a small passive cranial frame, and it too flickered green/yellow status with geometry errors less than .3mm. He then turned off the tiu and turned it back on. The camera initialized and had 2 sets of beeps and stabilized. He then turned the tiu off again, re-seated the psu cable, and turned it on and the camera initialized but both instruments continued to flicker. He wiped off both lenses and the instruments tracked the same with the flickering yellow/green status. There was no pt present.